Event description:
A customer reported that following intraocular lens (iol) implant surgery, he had good vision for approximately two weeks following surgery. Then he noted blurry vision in this eye. The consumer reported that he has had small retinal tears in both eyes following his implant procedure which were repaired. The vision in the fellow eye is good. Add'l info was rec'd from the consumer that he is being treated for cystoid macular edema with medications. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has been rec'd. (B)(4).